Manufacturer narrative:
The views and conclusions presented in this journal article do not necessarily reflect those of the spectranetics corporation. No devices from the case were returned for investigative analysis, nor were any additional case details provided for an internal evaluation.

Event description:
This is #5 of six journal articles found during a routine clinical literature review. "Arteriovenous fistula after laser-assisted extraction of an implantable defibrillator lead". Journal: interactive cardiovascular and thoracic surgery 8(2009) 243-244. Patient was (B)(6) male presenting with an acute aicd pocket infection. Md used a 14f sls to lase the atrial lead without difficulty. The ventricular lead was difficult to progress past the innominate vein and svc. After several attempts, the md abandoned the extraction. The patient tolerated the procedure well and a new device was implanted in the contralateral side after completing a course of antibiotics. Patient returned complaining of dyspnea and fatigue. Further testing revealed a av fistula between the left common carotid artery and the left subclavian vein. The patient underwent a successful stent insertion to occlude the av fistula.